Manufacturer narrative:
(B)(4).

Event description:
The component was removed from the patient cavity with the use of graspers.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the device was very difficult to load once it was opened from sterile packaging. The needle fell out of the jaws after passing through the patient's tissue once. The needle was recovered very carefully with a grasper instrument and a new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one endo stitch* 10mm suturing devices, opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The blades of the instrument were bent. The jaw gap was measured and did not meet specification. Witness marks one bevel wall were observed. No sheering was observed on the toggle switches. The blades were bent back into place. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.